Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. Additionally, "after adding 0.9% sodium chloride injection, a lot of water droplets were seen on the inner wall of the infusion pump, and the infusion pump was replaced immediately." The device was filled with 0.9% sodium chloride. The issue was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between january 13, 2022 - january 14, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation.  The photograph was visually inspected and showed droplets of fluid on the interior wall of the device bottle which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.